Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The investigation of the returned coil found the pusher completely stretched and broken from the transition to distal; as a result of the excessive damage, further functional testing could not be conducted. The investigation found the broken half of the distal end of the pusher and the implant stuck inside the returned microcatheter. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The instructions for use (IFU) identifies premature and difficult or delayed coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during the treatment of an aneurysm, the embolization coil encountered resistance. The coil was withdrawn and the catheter was flushed. The coil was advanced again with encountered resistance. Again the coil was removed. Another coil was advanced however, it was observed that the previous coil (device in complaint) had broken within the catheter. The microcatheter with coil were removed from the patient without incident. The treatment was reported successful, there was no added difficulty or complication.